Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console had no phacoemulsification power. Procedure details and patient involvement information is unknown. There was no report of any patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming host module was replaced. It cannot be determined, conclusively, how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. It cannot be determined how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).